Event description:
It was reported to philips that tube coolant was low and a display issue caused no x-ray on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service added coolant and vented the tube; device was restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).